Event description:
It was reported that the pulse generator exhibited an error message, when attempting to run a ventricular capture test. After turning the magnet off, the capture test was successful. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.